Event description:
A (B)(6) male pt called zoll customer support to report that the connector on his battery charger was damaged. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (damaged charger connector) was confirmed. Upon investigation the battery charger would not power up due to an intermittent connector on the battery charger power unit. The root cause for the intermittent connector could not be positively identified. No adverse event resulted from the defective power unit connector. The pt received a replacement battery charger.